Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, d8, g1, h2, h6 and h11. The device was not returned to olympus for inspection, and the reported failure was not confirmed; therefore, a definitive root cause could not be determined. Based on historical data, possible causes include material issues: deterioration. Mechanical problems: stress, deformation, wear, corrosion. Electrical problems: open circuits, short circuits, signal loss, component problems. These can occur between components such as boards, sockets, connectors, pins, locking levers, cover switches, cables, etc without any design or manufacturing issue. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had the front panel lights flashing. The issue occurred during set up and inspection for use, before patient in the room. There were no reports of patient involvement.